Event description:
The customer stated that during a flutter ablation with temperature, and power settings at 48 deg. C and 40w respectively, a pop occurred which resulted in a perforation. It was reported that the temperature reached was 43 deg. C. The pt's condition is reportedly stable and the prognosis for the pt is said to be excellent.

Manufacturer narrative:
"Pops" have potential to result in tamponade which could result in injury to the pt. The section on precautions in the instruction for use states "when using the biosense webster navistar thermocool diagnostic/ablation defectable tip catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braiding tip dictates that care be taken to prevent perforation of the heart."